Manufacturer narrative:
The cpu pcba was received by philips failure investigations for failure analysis. There were no anomalies noted during visual inspection. Final evaluation disposition has found that the customer complaint could not be verified with no fault found after tests were performed.

Event description:
A customer reported to philips that while delivering therapy to a patient, the respironics v60 ventilator generated a check vent message and rebooted. The customer reported that the unit was in use on a patient at the time of the reported device behavior. A philips field service engineer (fse) evaluated the device and was unable to duplicate the symptom. Review of the provided diagnostic report (drpt) from (B)(6) 2021, showed that the device generated a 3007 error code at 08:34.05am and then a 1101 error code (ventilator restarted due to anomalies detected during operation) at 08:34.06am. The fse replaced the cpu pcba. The device passed all performance verification tests and was placed back into use with the customer. This reporter stated that a female patient of unknown age, height, and weight was admitted to a hospital on an unknown date with the admitting diagnosis not reported. No relevant medical history, relevant past drug history or relevant concomitant medical products were reported. While admitted on an unknown date, the patient was prescribed ventilation therapy via the respironics v60 ventilator; software version (B)(4), is passive wtp (part number 1126411) patient circuit, respironics af811 gel full face mask medium size patient interface, fisher & paykel mr810 heated humidifier, spontaneous / timed mode, respiratory rate 12 breaths per minute (bpm), I:time 1.00, inspiratory positive airway pressure (ipap) 10 centimeters of water (cmh2o), expiratory positive airway pressure (epap) 6 cmh2o, rise 1, fraction of inspired oxygen (fio2) 21%, ramp off, high rate alarm 40 bpm, low rate alarm 10 bpm, high vt 2500 milliliters (ml), low vt off, high pressure alarm 50 cmh2o, low pressure off, low ve off, lip 20 cmh2o. While admitted on 07may2021, the patient was receiving therapy via the v60 device, the attending physician attempted to check the ventilator¿s settings when the device¿s screen turned completely black for a moment, the device then immediately rebooted, then an alarm in yellow was generated and displayed "check vent: ventilator rebooted", the hospital staff was unable to mute or reset the alarm, and the ventilator continued to provide therapy to the patient. At an unknown time on (B)(6) 2021 post device reboot, the patient experienced an outcome of death due to a primary disease; details not provided. The attending physician reported that there was no causal relationship between the event and the unit because the unit did not stop delivering air. No relevant laboratory data was reported. No medical intervention was reported.